Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event was likely due to patient (native valve leaflet calcification) and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The date of the event is unknown. For this reason, the date that the manuscript was received by the publisher (25-may-2021) was used as the occurrence date.

Event description:
Edwards reviewed the article 'a unique cause of coronary obstruction after transcatheter aortic valve replacement' by chih-wei chang et al. Published in catheter cardiovasc interv. 2021;1-5. Doi: 10.1002/ccd.29919. The below complaint was identified pertaining to an edwards device. As reported, a (B)(6) female patient underwent an uncomplicated transfemoral implantation of an edwards sapien ultra 23 mm aortic valve. Post-tavr left ventricular and aortic pressures showed no residual gradient and final ascending aortography showed no significant aortic insufficiency and widely patent left and right coronary ostia. On post-operative day 1, 16 hours later, the patient's distal left main coronary artery bifurcation became obstructed by an embolized piece of native valve leaflet calcification. The patient was emergently taken to the cardiac catheterization lab for left heart catheterization. The patient was successfully treated with the simultaneous kissing stent technique.